Manufacturer narrative:
Additional information: h10 correction: h3 h10: the most likely failure is due to a crack in the housing near the welding zone. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup with a u9000 ultrafilter, a leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was evaluated by a qualified technician. An inspection was performed and a leak was observed. The ultrafilter was replaced to resolve the issue and a heat disinfection was performed. The cause of the condition was design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.